Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, edwards received notification of a evoque procedure. Post procedure, the patient had a short period of incomplete right bundle branch block (rbbb) morphology, which has self-resolved. On post operative day (pod) 2 the patient was discharged. On pod 3, the patient experienced symptomatic bradycardia (20bpm-50bpm) and required isoprenaline infusion and ccu admission. Pod eight (7) a permanent pacemaker was implanted.